Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that at the 8 year and 4 month marker paravalvular leak (pvl) was not identified on the transthoracic echocardiogram (tte) nor the transesophageal echocardiogram (tee). However, the tee identified the severe central regurgitation. As reported, the aorta reverse to forward velocity-time-integral (vti) ratio was increased in the descending thoracic aorta which was consistent with severe aortic regurgitation/increased regurgitation fraction and volume. The physicians indicated the valve failure led to the regurgitation and subsequent death.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that two days after the implant of this transcatheter bioprosthetic valve, an echocardiogram indicated trivial paravalvular leak (pvl) and regurgitation. The patient was asymptomatic. No treatment was prescribed. No adverse patient effects were reported. Additional information received indicated that approximately 8 years and 4 months following the transcatheter valve implant the patient developed sudden onset dyspnea on exertion after alcohol consumption over a few days. The patient presented as an outpatient to the cardiologist 3 days later for an evaluation. An electrocardiogram (ECG) identified atrial flutter with a rapid ventricular response (rvr). Blood work was drawn at that visit and the results obtained the following day noted an initial high sensitivity elevated troponin of 798 ng/l. The patient was referred to the emergency room that same day and admitted to the hospital for evaluation. A repeat troponin measured 699 ng/l. The troponin was believed to be related to the atrial flutter with the rvr. However, a left heart catheterization was planned for the following day. A calcium channel blocker, beta blocker, and an anticoagulant were administered. A transesophageal echocardiogram (tee) and cardioversion were planned after the left heart catheterization. The heart catheterization noted no significant obstructive/significant coronary artery disease (cad). Two days following the admission the tee and cardioversion were planned. The tee identified an unspecified valve failure with severe aortic regurgitation. The patient was referred to cardiac surgery for a transcatheter valve intervention. Of note, the valve failure and regurgitation were not demonstrated on the transthoracic echocardiogram¿s (tte) performed 3 days prior. The cardioversion was not performed due to the failure of the transcatheter valve. The heart rate was reported as elevated. Two days later, the patient¿s condition decompensated with acute respiratory failure and supraventricular tachycardia (svt) which resulted in coding twice. The physician indicated this was related to the poor perfusion as result of the failing transcatheter valve with likely cardiogenic shock. The patient was intubated and reported as obtunded. The patient was maximized on pressors and inotropes with the mean atrial pressure (map) that continued to be low. Additional medications included intravenous steroids, diuretic, adrenergic receptor agonists, alpha-2 adrenergic receptor agonist, catecholamine and a beta-adrenergic agonist, epinephrine, methylene blue, and sodium bicarbonate gtt. The previous planned surgical intervention for the transcatheter valve was canceled. The patient remained a richmond agitation sedation score (rass) of -5 and a glasgow coma scale of 3 with no withdrawal from painful stimuli or other reflexes. Blood cultures were obtained after the code episodes and returned later in the day with positive cultures in 3 of 4 of staphylococcus aureus. The left antecubital (ac) blood draw had two positive results and the right arm had 1 of 2 positive results for same bacteria. The previous two ttes and the tee did notdemonstrate any valve vegetations or source of infection in the heart. Urinalysis completed. Per the family request, the patient status was dnr (do not resuscitate). The patient died as result of mixed cardiogenic and septic shock. The cardiogenic shock was reported secondary to the failed transcatheter valve. The septic shock was reported secondary to staphylococcus aureus likely from urinary origin. The death was classified as cardiac. An autopsy was not performed. The events were reported related to the valve.